Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, the right ventricular sensing was low. The physician preferred not to take any action and the patient is in stable condition this device was previously reported under manufacturer report number: 3010215456-2015-00558.

Event description:
New information was received indicating that there was a decrease in sensing on the right ventricular channel. No intervention was performed and the patient was stable and will continue to be monitored.